Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation delayed ("my period is 15 day late"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and menstruation delayed outcome was unknown. The reporter considered medical device removal and menstruation delayed to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation delayed ("my period is 15 day late"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and menstruation delayed outcome was unknown. The reporter considered medical device removal and menstruation delayed to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: my period is 15 days late. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.